Manufacturer narrative:
D9: no - device not available for return. H6: the quality investigation is complete.

Event description:
It was reported that during a procedure the e-sep pencil was unintentionally activated as soon as it was plugged in. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a procedure the e-sep pencil was unintentionally activated as soon as it was plugged in. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : awaiting confirmation device is available for return.